Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the ventricular lead was observed while doing a routine checkup. The patient was not symptomatic. Lead fracture was suspected. Plan of action will be discussed with the physician. No further information is available at this time.